Event description:
It was reported the pt originally underwent total hip replacement due to coxarthrosis in 1990. In 2004 the surgeon found wear of polyethylene and detachment of the polyethylene from the matal shell. The surgeon performed revision surgery in 2004.